Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/24/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/27/2016 with the following findings:.battery compartment cracked below bumper pad. Bolus button torn/punctured, but responsive. Base crack between case seal and keypad. Leak due to cracked pump case. Moisture inside all internal pump: on display, on all boards, on motor flex connector..call service 078-0008 alarm observed in black box, alarm history and duplicated. Internal moisture damage on motor flex connector. Due to moisture motor is not working.